Manufacturer narrative:
The device was returned to the u.s. Service center for evaluation and underwent a comprehensive functional inspection and performance verification. All testing was performed in accordance with approved service and test procedures. During the evaluation, no device faults related to the reported event were identified. As part of the investigation, the device log file was reviewed. The log data indicated that minor dose fluctuations occurred several days prior to the sensor bias loss report, as indicated by the customer. The log data indicates that therapy was continued following these dose fluctuation observations. The sensor bias loss was determined to be a result of the high dosing and is supported when evaluating the periodic sensor zero calibrations in the log file. Upon arrival at the service center, the device met all manufacturer specifications for nitric oxide delivery accuracy, gas monitoring performance, alarm functionality, and overall device operation. Based on the results of the device evaluation and log file review, a definitive root cause for the reported dose fluctuations could not be determined. A review of complaint history for this failure mode indicated that the occurrence rate remains within established control limits.

Event description:
(E1) reported that fluctuations in the monitored no dose were seen while delivering inhaled nitric oxide (ino) therapy to a patient using the (d4) device at doses of 40 and 60ppm. Fluctuations were not reported until after therapy completed and the device was off the patient. The hospital called to report the device issue after attempting to calibrate the device for standby when the device generated a "sensor bias lost" alarm. No harm to the patient or sustained changes in the patient's clinical status were reported. Ventilator mode and settings: vdr; 18/13, 1:1, rate 600.